Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It is reported leakage. Verbatim: cust (B)(6) emailed to report the following: there was an issue with IV primary tubing. The patient called to report that his IV was leaking, and upon inspection it was discovered that the threaded cuff at the distal end of the IV tubing that connects to the and had detached from the tubing, leaving it loose and draining onto the patient's gown and bedding. Injuries or adverse event: no. Are any samples available for return? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field¿. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.